Event description:
Per the surgeon's report, this patient sustained a hit to the head near the implant region. The patient reportedly began to hear noise with use of the speech processor. It is not known if these events are associated. By november 2006, the device stopped working and the patient could not hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Cochlear is recommending explantation and reimplantation surgery, which has not yet been scheduled.

Manufacturer narrative:
This type of event is addressed in the device labeling code.